Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting and stenosis. The patient reported becoming aware of the events approximately eight years and nine months post implant. The patient also reported shortness of breath, leg weakness with leg pain and cramping and anxiety related to the filter. According to the medical records the indication for the procedure was pulmonary embolism and bleeding. The patient had undergone a laparoscopic cholecystectomy with drain placement, approximately one month prior to the filter placement. The patient was readmitted to the hospital approximately ten days after surgery with a hemoperitoneum. The patient developed a pulmonary embolism while in the hospital and was discharged home on coumadin and oxygen. Approximately three days after discharge the patient presented to the hospital with increased abdominal pain. A computed tomography scan was performed and shoed increased blood in the peritoneum. An embolization of a pseudoaneurysm of a small branch of a right segmental hepatic artery was performed followed by ivc filter placement in the infrarenal ivc and a right internal jugular vein central line placement. There were no reported complications. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and stenosis could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Shortness of breath, pain, weakness and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint these events could not be further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per medical records the patient was reported to be status post laparoscopic cholecystectomy with drain and had been readmitted secondary to hemoperitoneum. The patient was treated but developed pulmonary embolism (pe) with respiratory status changes and was sent home on coumadin and home oxygen. Two days prior to the index procedure, the patient presented to the hospital with increase in abdominal pain and was diagnosed with pe and bleeding. The patient underwent embolization of a pseudoaneurysm of a small branch from a right segmental hepatic artery, in addition to placement of the optease inferior vena cava (ivc) filter and of a right internal jugular vein central line. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and stenosis, becoming aware of these events approximately eight years and nine months after the filter implantation and further experienced shortness of breath, weakness of the legs, in addition to leg pain and cramping. The patient also reports anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting and stenosis. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and stenosis could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting and stenosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.